Manufacturer narrative:
The device has not been returned to mmdg for evalution so the actual device has not been inspected. Mmdg is unable to investigate this complaint. A DHR review also was unable to be completed because the pump serial number was never provided to mmdg.

Event description:
The initial reporter stated that a curlin 6000 pump shut off during the night. They state that the patient is on an inotrope, but is unaware what the name of the medication is. They also stated that the patient had to be taken to the emergency room. The initial reporter stated they did not have any additional information. Mmdg made several attempts to follow up with the initial reporter and obtain the pump serial number as well on check on the patients condition, but no additional information was made available to mmdg. [Complaint-(B)(4)].